Manufacturer narrative:
D1 was revised.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. There are two associated devices for the reported event. The controller (aic) is addressed under manufacturer report number xxxx. The pump (impella 5.5) is addressed under manufacturer report number xxxx.

Event description:
The user facility reported a 48-year-old male on impella 5.5 for cardiomyopathy and bi-ventricular failure. It was reported that during support, the console had a spike in motor current and a drop in flow. Patient was on p6 flowing 2.2l with a motor current in the 250s. Once the spike happened, impella flow dropped to 1.5l and motor current was still in the low to mid 300s. Previously under insertion of rp, there was a clot visualized but then it went away. Clot has not been visualized since. Ptts have been in the 50s. Additionally, the patient experienced atrial fibrillation and electrophysiologist was consulted. The patient survived the procedure.

Manufacturer narrative:
B1 product problem is no longer selected due to information that was received on the previously submitted report. B2 selection was revised as it was incorrect on the initial report that was submitted. B3 revised date due to event that happened on the originally reported date did not occur on this patient. E1 added zip code extension as it was omitted from the initial report that was submitted. G3 date on initial report was incorrect and should of reflected 24-nov-2025 due to event that happened on the originally reported date did not occur on this patient.. H6 code e0514 was removed as it did not occur on this patient. Type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. H10 related report number was added as it was omitted from the initial report that was submitted. Investigation summary: the investigation has been completed. No product was returned. Arrythmia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all post-sterile inspection checks.

Manufacturer narrative:
B5 additional information was received and h6 code a140508 was corrected to a24.

Event description:
Additional information states that low flow was incorrectly linked to this patient.